Event description:
During endoscopic closure of a an esophageal tear, four resolution endoclips misfired, and two clips would not open. The gastroenterologist reported in the procedural note: "resolution clips were placed initially at 36 cm, 35.5 cm, 35 cm, and 34.5 cm. As we attempted to place the next clip, the clip malfunctioned and did not open. This could be removed through the scope. The next clip also malfunctioned and did not open, but could be removed from the scope. However, the next four clips malfunctioned by opening within the esophagus, but were not able to close. These clips were intraluminally left. Finally, two additional clips were placed. The last one appeared to close off any further fluid drainage into the esophagus. Following this, each of the individual clips that were left free in the esophagus and previously malfunctioned were separately removed. The procedure was then terminated.